Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that after the nephrostomy procedure, the external drain come loose between the lock and the catheter, resulting in leakage. Another drain exchange was placed. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications in place at the time of manufacture. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints.